Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pacing impedances measuring below 200 ohms on the right atrial (ra) lead channel. It was also noted that the ra channel presented noise oversensing causing inadequate pacing, as well as some undersensing which led to inappropriate anti-tachycardia pacing (atp) during an atrial driven rhythm. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This system remains in service.